Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2013 due to intermittent sensing, oversensing, noise and high shock impedance greater than 125 ohms. The physician was (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).